Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a technical services data review due to atrial fibrillation, was requested. Ts provided comments regarding system sensing and further provided reprogramming recommendations. No adverse patient effects were reported.